Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of pain around the pacemaker area, and described an incident in which they were walking in a 'very hilly' area, and was 'not feeling well'. The patient presented to emergency services, where it was determined that the patient's heart was 'skipping a beat'. The device remains in use. No patient complications have been reported as a result of this event.